Event description:
Customer called to report the reservoir door came open and customer injected the insulin into customer's body. Customer declined to check the bgs at the time of call. It was stated that self was lucid and bgs were treated with juice.